Event description:
During installation of a demo 9900 system, it was reported that the system displayed a low kv message during hlf (high level fluoro) shots. There was no report of pt involvement.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.